Manufacturer narrative:
(B)(4). Incorrect prep. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual inspection, functional testing, and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Reportedly while inflating the rx trek at 8 atmospheres the balloon burst. The device was replaced with another unknown device. A clinically significant delay in procedure was not reported. There were no adverse patient effects. No additional information was provided.